Manufacturer narrative:
Concomitant medical products: model: 5086mri52, lead, implanted: (B)(6) 2011. Model: 5086mri58, lead, implanted: (B)(6) 2011. Model: 1258t86, competitor lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed possible intermittent t-wave oversensing (twos) on the current electrograms (egm). Additionally, the right atrial (ra) lead had triggered an alert for high thresholds, which appear to be chronically high. Follow up was conducted and no reprogramming was completed. Both leads remains in use. No patient complications have been reported as a result of this event.